Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.

Event description:
It was reported that the surgeon had a problem with the targeter. The surgeon mentioned that they needed to push hard on the distal targeting sheet through the body of distal targeting device.